Manufacturer narrative:
(B)(4). The customer returned one introducer needle for evaluation. Signs-of-use in the form of biological material was observed on the needle hub. Visual analysis revealed that the needle hub contained a single crack. No other defects or anomalies were observed. The returned introducer needle was attached to a lab inventory ars and flushed. A leakage was observed coming from the crack in the needle hub. A device history record review was performed, and no relevant findings were identified. The customer report of a cracked needle hub was confirmed by complaint investigation of the returned sample. The returned needle hub contained one crack. A device history record review was performed, and no relevant findings were identified. A CAPA has been previously implemented to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "when aspirating with the syringe the cannula draws air." The needle was replaced and procedure completed. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that, "when aspirating with the syringe the cannula draws air." The needle was replaced, and procedure was completed. No patient harm reported. The patient's condition is reported as fine.